Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, despite the attempt of multiple usb cables. The customer¿s blood glucose level was 300s (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.